Event description:
A user facility reported to olympus that no image was present and the front panel led lights were not on. The problem, as reported to olympus, occurred during a colonoscopy procedure. The procedure was aborted, rescheduled and completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "no image present" was confirmed and the cause isolated to a printed circuit board failure. In addition, the reported problem of front panel lighting failure was confirmed. Additional evaluation findings are as follows: 1.) Flickering occurred in the image but the endoscopic image is visible; 2.) Inside harness poor appearance. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure/lighting of led panel. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty printed circuit board (cp). The cause of circuit board failure was unknown. Olympus will continue to monitor field performance for this device.